Event description:
Healthcare professional reported ¿possible back table contamination during capsulorrhaphy¿ via device tracking. ¿no¿ was marked for if the device caused or contributed to removal. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error.